Manufacturer narrative:
(B)(4). Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received with the sled out of the home position (partially fired), all the drivers up with 3 staples at the proximal end inside of the pockets, and damages on the reload deck. In addition spots of blue liquid were observed on the reload deck. In order to verify the condition of the internal components, the reload was disassembled. Upon disassembling, the reload body was found with multiple damages that are likely to be caused by manipulation of the reload. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that the damages noted on the returned reload were due to improper handling by trying to move the sled manually to the home position. The damage to the reload deck is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported the device didn't fire during the case and the jaws got stuck and the hcp was not able to open and hence used the manual override and saved the patient. This was a new gun and they encountered it on first firing. Surgery was delayed 30 minutes. The procedure was completed successfully. There were no patient consequences reported.